Event description:
It was reported that during an aneurysm treatment procedure, there was detachment difficulty of the web device with multiple detachment attempts. Advancement of the microcatheter to the proximal marker of the web eventually aided in detachment. However, the manipulation of the web delivery wire and microcatheter resulted in the web becoming inverted post detachment. Occlusion of aneurysm was adequate. The patient had good outcome and woke up moving all extremities and talking.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The web device remains implanted and will not be returned for evaluation. However, two subtracted dsa images of a right ica angiogram were provided, the pusher delivery wire was received, and the investigation is ongoing. Once the investigation is completed, a supplement report will be submitted.

Manufacturer narrative:
Summary device evaluation: the investigation of the returned delivery system found the proximal end kinked; however, it was still able to be inserted into an in-house controller. The funnel diameter of the returned controllers were found to be out of specification, which caused the delivery system to experience friction as described in the complaint. The investigation of the returned delivery system did not find any other damage that would have caused or contributed to the reported complaint. Review of the provided imaging could not verify the web device being "inverted a bit" since the device itself is not well visualized.